Event description:
It was reported during an electrophysiology ablation procedure, a 5f fast cath hemostasis introducer was placed in the femoral groin before the catheters were inserted. The goal of the case was to do an empiric cavotricuspid isthmus ablation (cti). An sjm ramp guiding sheath was not used as the pt had an ivc filter, and the physician felt it would be difficult removing the ramp sheath. Ep catheters were placed and several lesion sets were made from the tricuspid annulus to the ivc (inferior venacava). The pt became hypotensive and an effusion was seen in the right atrial appendage. A pericardiocentesis was performed, the pt's condition worsened and he went into vf (ventricular fibrillation). Cardiopulmonary resuscitation (CPR) was started. A cardiac surgical team opened the pt's chest and attempted to restore a rhythm; however, the pt died. Please reference medwatch number: 2182269-2010-00005 for second product used on this case.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event was right atrial appendage perforation caused by another device unrelated to this product.